Event description:
Customer reported that a pt underwent a "mini facelift" procedure in 2005. The pt presented with an extruding suture in 2006. The suture was removed from the surface of the skin. The pt was treated with hydrocortisone at about 43 days later, and prescribed temovate at about 2 weeks later. The pt continues to see the attending surgeon for sores on the face.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.